Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/21/2024, it was reported by a distributor via (B)(4) that the needle from an ar-1588tnt acl-fibertag tightrope abs fell off the suture during the first pass. This was discovered during a procedure. Additional information received on 8/28/2024: this was discovered during a qt acl procedure on (B)(6) 2024. The needle detached from the suture while it was inside the patient. All the fragments were retrieved. The case was delayed twelve minutes without additional anesthesia.